Event description:
Olympus (omsi) was informed that a customer evis exera ii duodenovideoscope was returned to the for annual inspection. There was no reported allegation of any malfunction associated with the device. However, upon inspecting and testing, the service engineer found foreign material on the forceps elevator and the air/water nozzle at the distal end has foreign objects. No death, injury or infection was reported to olympus.

Manufacturer narrative:
The service evaluation found foreign material on the forceps elevator and the air/water nozzle at the distal end has foreign objects. Additionally, the adhesive on the bending section cover at the distal end is detached. Insertion tube has a scratch. The angulation is lower than standard specifications. The image has white dots due to damage on charged coupled device unit. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 02-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported issue could not be determined from the following reasons. - this event was found during annual inspection, not complaint from the user. - the customer staff has been thoroughly trained during installation and they are equipped with cds armamentarium. The event can be detected/prevented by following the instructions for use which state: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor the field performance of this device.